Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased short interval counts (sic). No programming changes have been completed at this time. The lead remains in use and intensified follow-up has been initiated by the clinic/physician. No patient complications have been reported as a result of this event.